Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked after the device fell from its clip onto asphalt, after which the screen became unresponsive and the device appeared stuck on a page referencing dexcom and time duration; the device was not synced to the mobile app, and the user continued cgm monitoring with dexcom g7. Symptoms included no injury. Outcomes included shipment of a replacement ilet and instructions provided for return and shutdown. Investigation included review of user description, photographs of the damaged screen, and verification of device identifiers and logistics. Investigation of this case revealed physical damage to the display consistent with impact, resulting in a nonfunctional touchscreen and inability to navigate the user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop leading to screen failure.